Event description:
The customer and the customer's wife reported that the received readings of 155 mg/dl and 124 mg/dl were inaccurate. The customer's wife reported that the customer tried to stand up and his legs went limp, so he fell and hit his head. The customer experienced dizziness and lightheadedness. The paramedics were called and transported the customer to a hospital. The customer was treated with unknown intravenous fluids and a chest x-ray and a blood test were done. The health care provider received a reading of 255 mg/dl. The customer reported taking 18 units of insulin. There was no diagnosis of hypoglycemia or hyperglycemia reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The complaint was not confirmed. During control solution testing, all received reading results were within range specifications. The reported readings of 155 mg/dl and 124 mg/dl were found in the meter's internal memory log.